Event description:
It was reported that the patient had his artificial urinary sphincter explanted due to erosion. The patient was admitted into the hospital with inflammation and warmth at the site. It was noted that this explant surgery occurred without any complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to identify a device malfunction that would lead to the reported erosion and swelling . The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the pressure regulating balloon (prb) component was visually inspected, microscopically examined, and tested for leaks. No damage, leaks, or other irregularities were noted. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage was identified, but there was scaling present around the activation button. The cuff component was visually inspected and microscopically examined, but was not leak tested due to the component was returned in a cut state. Cutting of the cuff component was most likely completed by the physician during explant and will be considered a secondary failure. Other than the vertical slice dividing the cuff into two halves, there was no damage or other abnormalities noted. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms os swelling and tissue erosion were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter explanted due to erosion. The patient was admitted into the hospital with inflammation and warmth at the site. It was noted that this explant surgery occurred without any complications.